Event description:
It was reported the subject device had a blockage at the channel located at 45 degrees. The issue occurred during a colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.